Event description:
It was reported during the trial the left lead was implant and the physician tested it and got good coverage on the neck and bilateral side. It was noted when the physician implanted the right lead the doctor was leaning on the left lead and was hurting the patient. It was noted they ¿knew the left lead had moved and that it was now in the incorrect position.¿ it was noted the trial ¿would be inadequate.¿ the patient had a follow up appointment with the physician on (B)(6) 2013. It was reported the left lead twisted and cut through epidural space. It was also noted they only had ¿three good leads on the right side and that they had troubles getting it to be somewhat satisfactory.¿ the representative had ¿tried several times but it made it hurt and make the pain worse.¿ the patient was exhausted and frustrated. Follow up reported the only images were from the trial. There were no malfunctions noted. The only interventions were reprogramming to the external stimulator. The day of report the patient was not getting adequate pain coverage. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 387445, lot# va0dtpl, product type: screening device. Product ID: 387445, lot# va0dtpl, product type: screening device. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 387445, lot# va0dtpl, product type: screening device. (B)(4).